Manufacturer narrative:
The lens remains implanted. Device evaluation: the product was not returned as the lens remains implanted. The complaint issue reported could not be verified and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Historical data analysis: a search of complaints revealed no other complaints have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The customer implanted a tecnis 1-piece monofocal intraocular lens (iol) in the patient¿s left (os) eye. At one day post-op, the customer observed a ¿sticky substance¿ adhering to the posterior side of the lens through a slit lamp. The posterior aspect of the lens has what appeared a string-like substance bluish in color, adhered to the middle of the optic. The customer had to work hard at removing it off the lens. The lens remains implanted since the patient's vision has not been impacted. There is no indication that a planned treatment has been scheduled. No further information has been provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA (B)(4).